Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, at the start of the procedure, when the doctor entered the tissue and wanted to coagulate with the device, but the coagulation did not work. Tissue bundle was less than 5mm. An activation tone heard/energy delivery was noted. No re-grasp alert and no end tone. The doctor made several attempts but it was not possible. No good seals took place. The doctor requested that the device be changed urgently since the patient had bleeding and needed to seal the bleeding tissue. No blood transfusion nor any medical intervention required. Patient was not on any medication affecting blood clots. Another ligasure was used with the same generator and it worked fine.

Event description:
According to the reporter, at the start of the procedure, when the doctor entered the tissue and wanted to coagulate with the device, but the coagulation did not work. Tissue bundle was less than 5mm. An activation tone heard/energy delivery was noted. No re-grasp alert and no end tone. The doctor made several attempts but it was not possible. No good seals took place. The doctor requested that the device be changed urgently since the patient had bleeding. No blood transfusion nor any medical intervention required. Patient was not on any medications affecting blood clots. Another device was used with the same generator and it worked fine.

Manufacturer narrative:
D10 concomitant product: vlft10gen, vlft10gen ft series energy platformx1 (serial#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.